Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03227. It was reported during the pt's trial procedure, the pt experienced a csf leak. Subsequently, the physician performed a blood patch to address the issue. The pt remains asymptomatic.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.